Manufacturer narrative:
The customer¿s experience of occlusion alarms was confirmed. The pcu event log shows pump module s/n (B)(4) alarmed 33 times for patient side occlusion. After each alarm, the user was able to restart the infusion. The logs do not record the actual pressure when the device alarms for occlusion, however the default setting was 300 mm/hg therefore the pressure in line should have been approximately 300 mm/hg. Although requested, the pump module was not returned for investigation and was unable to be tested. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported occlusion alarms occurred during an infusion. The customer requested an event log review to when the device alarmed and the pressure at the time of the alarm. Although requested, no other information was obtained.